Manufacturer narrative:
An event of stenosis and sclerosis was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 25 mm trifecta valve was implanted. On (B)(6) 2019, the patient experienced a right sided stroke. Medication was administrated. On (B)(6) 2019, moderate stenosis and severe sclerosis of the aortic valve was reported. The patient was hospitalized and a thrombolysis and frustraneous interventional thrombectomy was performed. The valve remains implanted. The patient was reported to be stable condition